Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was hospitalized due to low blood glucose. The customer's blood glucose was 45 mg/dl at the time of admission. The customer's time of admission was around 6pm and the date of admission was (B)(6) 2015. The customer stated the she received a no delivery alarm. The customer mentioned that she passed out two times in a row. The customer also mentioned that she kept getting no delivery alarms when she disconnected the insulin pump and she tried to give herself insulin. Troubleshooting did not occur. The customer declined to return the insulin pump for analysis.